Event description:
Company representative called in to report that the customer's blood glucose was 9.5 mmol/l and the insulin pump was not working correctly. Caller stated that the insulin pump was alarming button error and the customer was not able to clear the alarm due to the down arrow was not responding properly. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.